Event description:
Patient was taking insulin lispro kwikpen injection before meal and the insulin stopped after only 5 units. When she removed the pen from her stomach where injecting she noticed the needle was missing. Her son took a pair of tweezers and removed the needle from her skin. No treatment was necessary.